Event description:
It was reported that the durom acetabular component had to be revised because implant shifted in a pt's acetabulum. The new position of the implant was in an unacceptable position. During revision, the durom cup was removed with great ease and had no bone ongrowth on the backside of the implant.

Manufacturer narrative:
Info was forwarded from the owner's establishment, zimmer inc., which markets the devices in the us.